Event description:
Dear FDA I'm from germany and very schocked about the permit of 15 days for the dexcom g7. Here in germany we have massive problems with the sensors too. So it depends on the g7 with the lot no: 1825079006. After 5 days of using I have to trouble with brief sensor issues for 3-5 times and sometimes over 2-3 hrs. Even if I have to change the sensor the next one is not able to enter, and it seems like it jumps out of the little whole at the sensor. None of the sensor is working over 5 o 6 days, so please tell me why the permit for 15 days... Didn't get it. Especially after the warning letter in march. Ref report: mw5171566.